Event description:
It was reported that the patients right lead had fracture. Lead fracture was not confirmed through imaging. Additional information was received that lead fracture was confirmed when connected to clinician programmer (cp). Additional information was received that the patient underwent a revision procedure wherein the spinal cord stimulation (scs) leads were replaced. The patient was doing well postoperatively. All explanted device components were discarded and will not be returned by the facility.

Event description:
It was reported that the patients right lead had fracture. Lead fracture was not confirmed through imaging. Additional information was received that lead fracture was confirmed when connected to clinician programmer (cp).

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2316500, model: sc-2316-50, serial: (B)(6), batch: 18339622.

Event description:
It was reported that the patients right lead had fracture. Lead fracture was not confirmed through imaging.